Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70 serial number: (B)(6). Batch/lot number: 20322435 model/catalog description: coveredge 32 surgical lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection in an unknown location. The infection was not device or procedure related and the cause was unknown. The patient was placed on antibiotics. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.